Event description:
It was reported that a physician attempted to implant and endurant ii aui stent graft system in a patient for the endovascular treatment of an abdominal aortic aneurysm. The diameter of the left femoral artery was 4.8 mm, and the right was 5.5 mm. The left iliac artery was 5.5 - 6 mm in diameter, and the right iliac artery was 4.5 - 6 mm in diameter. The iliac arteries were moderately calcified. During the procedure, the physician experienced positioning difficulties while attempting to advance the device through the iliac artery, and decided to convert to open surgical repair. The physician commented that the anatomy was tortuous, and prior to the procedure the physician could tell from the CT that the case would be difficult due to calcium in the iliac artery and a tight lesion. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (conversion to surgical repair), patient¿s condition affected effectiveness of device (small and calcified arteries), unapproved use of device (iliac arteries less than 8 mm); evaluation, conclusions: known inherent risk of a procedure (conversion to surgical repair), device failure related to patient condition (small and calcified arteries), off ¿ label, unapproved or contraindicated use (iliac arteries less than 8 mm).